Event description:
(B)(6) home health registered nurse reported pump malfunction. Home health registered nurse attempted troubleshooting for battery error alarm and has turned pump on and off multiple times, and changed the batteries multiple times but nothing has worked. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if (md) medical doctor is aware. Dose/amount: aldurazyme sdv - 31.9gm. Did patient miss a dose or have an interruption to therapy? - unknown. Did adverse event(s) result due to product issue? - unknown. Did pharmacy replace device? - yes. Is device associated with event available for return? - unknown. Hurler-scheie syndrome.